Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/not provided as there was no patient contact. Section b3: date of event: unknown; requested but not provided. The best estimate date is prior to (B)(6) 2026 [alert date]. Section d6a. If implanted, give date: not applicable, as there was no patient contact. Section d6b. If explanted, give date: not applicable, as there was no patient contact. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search in the complaint system revealed that no other complaints were received for this production order number. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a single piece preloaded monofocal intraocular lens (iol) had a haptic malfunction. The event was observed upon opening the package. There was no patient contact. No further information was provided.